Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# va02u23, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was initially reported that there was no stimulation sensation at up to 7 volts. The issue occurred following stage 2 implant. The patient exited operating about 10 minutes prior to the report. The patient location was the clinic. Intraop impedance measurements were in normal range and the click from the torque wrench was heard. About 10 minutes post-op, the patient felt no stim and impedance measurement indicated all combinations >4k. The doctor backed screw out a bit before inserting lead, but did not give any indication it was backed out of the bore. It was likely that they would take patient back into or to troubleshoot. Additional information received on (B)(6) 2013 reported that there were no lead fractures. They took the patient back to the or the same day and opened up the pocket and the lead had become disconnected with the header. They were able to reconnect the lead to the neurostimulator, check for impedance and all was fine. The patient was discharged that afternoon and was doing well. The issue was resolved.